Event description:
Complainant alleged that while attempting to defibrillate a male pt, the defibrillator would not connect to the multi-function signal cable. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.